Event description:
During routine preventative maintenance testing by the user facility's biomedical technician, the device did not sound audible alarm tones while on the low and high volume settings. The customer reported there was no pt involvement.